Event description:
A malfunction was reported on a pump by a caller, prompting a malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance for resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. Customer was instructed to put the pump into storage mode before returning it and was advised on the steps to take upon receiving the replacement pump. The customer would use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery, and they planned to return the defective pump within 10 days using the provided return box and pre-paid label. The replacement pump was shipped with instructions, and the shipping address was confirmed with signature required for delivery.